Event description:
It was reported that the user experienced a low blood glucose of 65 during sleep, was alerted by the system alarm, and self-treated with oral carbohydrates (little debbie muffins), while also expressing concern that the pump delivers too much insulin when glucose reaches 140. Symptoms included no reported clinical symptoms of hypoglycemia. Outcomes included recovery after oral carbohydrate treatment and user education on treating lows with fast-acting carbohydrates per standard guidance. Investigation included customer support troubleshooting and education regarding algorithm behavior and referral to the clinical support line for potential therapy setting review. Investigation of this case revealed no device malfunction reported and no clinical complications, with user perception of aggressive insulin delivery at a specified glucose threshold discussed in context of algorithm-driven dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.